Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) the device evaluation summary was erroneously omitted from the previous report. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the siltex uhp 590cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Device evaluation summary: (pulled from product investigation). Reason for device explant and/or reoperation: implant palpability. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced implant palpability on the left side and capsular contracture baker grade iii on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2021. This report is for the left breast prosthesis.